Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported 3 samples were reported as positive on the realtime sars-cov-2 assay and were retested in another lab as negative. The 3 patient samples were tested across 2 m2000rt instruments on (B)(6) 2021. Retesting was not performed on the m2000rt. The samples were tested on a second platform due to suspicion of new variants at the reference world health organization (who) lab in (B)(6). The samples were retested from the same sample material, and the second platform is unknown. The molecular application specialist (mas) reviewed the logs and found that the controls and internal control were fine in both runs and there were no general error codes on the instrument. As the results were reported outside the lab as positive (results obtained on realtime sars-cov-2 assay), the patients had to be in self isolation and to go for more labs and other exams. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the questioned runs were reviewed. Runs were valid and met assay specification requirements. There were neither error codes nor flags associated with the discrepant samples and controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512929 is performing outside of established design performance specifications. Note: the ticket did not contain the multi-component files required to view the amplification curves for each discrepant result. Therefore, only the result logs were reviewed in this investigation. Device history record / batch record review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512929 (including the components) was performed. The manufacturing packets were obtained from abbott molecular document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512929 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and these lot numbers. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512929. The lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512929 did not identify any additional complaints related to discrepant results. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 512929 was not identified.